Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
We were informed that noise and rising impedances were also observed on this lead, and that the patient experienced inappropriate shock. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to fracture. The entire system was explanted because the patients ef had improved, and they had not received any therapy through the lifetime of the device. Instead of reimplanting, it was decided to explant the system and not replace it.